Event description:
The device was implanted in 2001. In 2002, the facility's lvad coordinator informed the MFR that pt's device was alarming high bus #2 and open advisory. As a result, the MFR's field service technicians were scheduled to go to the facility in 7/2002, to evaluate the percutaneous lead. No further details were provided at that time.